Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by a consumer on (B)(6) 2018 via email, she used the complaint product to wash the contact lenses. When the contact lenses touched her os, she experienced a lot of pain. The consumer visited an ophthalmologist, who explained that all corneal epithelium from the os was gone. She informed that she used therapeutic contact lens and visited the doctor every day. She was prescribed with an unspecified ocular lubricant and moxifloxacin for an unspecified duration. It was mentioned that there was "50% improvement" in her eye but she was worried because she could not see. Additional information has been requested but has not yet been received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).